Event description:
A report was received that the patient had infection. Symptom included redness and swelling at the midline area. Antibiotics were given to the patient. The patient underwent an explant procedure and did well postoperatively. It was unknown if the infection was device or procedure related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial/lot #: (B)(4), description: linear st lead, 50cm model #: sc-4316 serial/lot #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had infection. Symptom included redness and swelling at the midline area. Antibiotics were given to the patient. The patient underwent an explant procedure and did well postoperatively. It was unknown if the infection was device or procedure related.